Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead had multiple dislodgements and helix mechanism issue resulting in failure to extend the helix. The rv lead was removed and replaced. The patient had no adverse consequences.

Manufacturer narrative:
Correction- section h11- below is the missing analysis conclusion. The reported events were helix mechanism issue and lead dislodgement. The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece with the helix extended and clogged with blood/tissue. X-ray inspection found the inner coil was overtorqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to the helix mechanism issues reported in the field. After cleaning the helix and by applying torque to the inner coil, the helix could be retracted and extended with the helix extension length measured within specification. The cause of the reported event of helix mechanism issue was isolated to the overtorqued inner coil and helix being clogged with blood/tissue.